Manufacturer narrative:
Lens was returned dry, in lens case. Visual inspection found the haptic torn and dry residue and debris on product. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, was returned due to a loading error/problem, they couldn't get it to load. There was no patient contact and the backup lens was implanted with no issues.